Event description:
It was reported by the patient's parents that when maneuvering the lift into position, the hanger bar fell to the floor, striking patient on the head. Parents then reported the incident to the facility. No injuries were reported. (B) (4).

Manufacturer narrative:
The lift was examined by an arjo investigator and found to be in good working order. Damage to the boom at the connection point of the hanger bar was apparent, indicating that the attachment was not fitted and secured correctly. The spiral pin on the underside of the combi arm was damaged and the spring loaded mechanism was bent, possibly caused when the hanger bar fell from the lift. Based on the information provided, the manufacturer has concluded that the combi hanger bar was not fitted correctly to the lift arm, and consequently was not secured with the tightening screw. This enabled the attachment to work loose and eventually fall from the lift. The manufacturer advises the device should not be operated by untrained persons.